Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic lumpectomy, while on lung, the device was fired but it stopped. Changed the products to continue with the surgery. There was no patient injury.